Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported issue could not be duplicated. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cervical spinal fusion procedure, the imaging system's right side tracker was not visible to the navigation system's camera. The navigation system did not have issues tracking instruments. Rebooting the image acquisition system (ias) did not resolve the issue. The site moved the navigation system to the left side of the imaging system and the left side tracker tracked without issue. The procedure was continued using the imaging system's left tracker. There was a delay to the procedure of 20 minutes and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.